Event description:
It was reported that the patient experienced tenderness in the shaft of the penis and swelling in the scrotum with an inflatable penile prosthesis (ipp) leading to the device being explanted. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of pain and swelling are known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders found wear at the folds of both cylinder bodies. One of the cylinders presented scaling at the rear tip. Both cylinders did pass leak testing. The pump was leak tested and no leaks were identified; however, the pump did not pass the deflation testing. The reservoir was inspected, and no leaks were found. The reservoir performed within product specifications. Based on the information available and analysis results, the reported pain and swelling are known adverse events with the device, but the analysis could not confirm he reported allegations. The conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient experienced tenderness in the shaft of the penis and swelling in the scrotum with an inflatable penile prosthesis (ipp) leading to the device being explanted. No additional information was reported.